Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6). Product type recharger, ubd: 13-feb-2024, UDI#: (B)(4). H3 device analysis: analysis of the wireless recharger found the device was unresponsive and the leds scrolled continuously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger does not respond when it is placed against the stimulator. The battery lamp is blinking flowing from the bottom to the top and does not stop. A reset was repeated and tried again, but the power did not stop and the battery lamp did not stop blinking. It is unknown if there are any patient/external/environmental factors contributing to this event. Additional information was received stating that the cause was not determined and a replacement was provided. The issue was resolved.